Event description:
It was reported that 1000 bd precisionglide¿ needles' primary packaging units were incorrectly labelled as material# 300227. The following information was provided by the initial reporter, translated from portuguese: "package issues. The needle is material # 300339, but has been packed as material 300227." "Shelf carton is correct. The primary packaging that is incorrect."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1000 bd precisionglide¿ needles' primary packaging units were incorrectly labelled as material# 300227. The following information was provided by the initial reporter, translated from portuguese: "package issues. The needle is material # 300339, but has been packed as material 300227." "Shelf carton is correct. The primary packaging that is incorrect.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-may-2022. H.6. Investigation: sample and photos received for investigation. Upon visual inspection, it is possible to observe that product 300339 was packed with incorrect paper (referring to product 300227). A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, no defects or issues observed. Possible root causes is associated with the supplier and packaging materials of the two lines are positioned in the same aisle and according to the production dates of the complained batch (0.70x30) and the 0.70x25 needle batches, the team may have supplied the packaging material 0 .70x25 on line 0.70x30.